Event description:
On (B)(6) 2015, the (B)(6) distributor reported the following event: during a demonstration with a physician, the sales representative found a device without a heat seal at the bottom of the pouch.